Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg had eroded through the skin as the wound had opened. The patient underwent surgical intervention on (B)(6)2014 wherein the ipg was reburied deeper. Reportedly, the wound has healed. No manufacturer representative was present at the surgery.